Event description:
It was reported that an ilet displayed repeated ¿recharge ilet now¿ messages with therapy stopped while on the charging pad, showed a lock with a blue circle on screen, and experienced premature battery discharge and low battery capacity despite multiple outlets and proper pad alignment; the device component implicated was the battery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature discharge of the battery and low capacity, linked to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.